Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The case manager states the bed is falling apart and states the end user feels like he's going to fall out of the bed.